Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: d314trg implantable cardioverter defibrillator (B)(6) 2012; 694765 implantable tachy lead (B)(6) 2010. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had elevated capture threshold. The lead was reprogrammed and it remains in use. The patient is a participant in the shock-less study (sls). No patient complications have been reported as a result of this event.